Event description:
It was reported via repair work order that the bed had no power due to a faulty power supply board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power due to a faulty ac-dc power supply. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the bed had no power due to a faulty power supply board. Customer sent parts to do repairs. Customer performed evaluation.